Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1269 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr1269) have been reported from the same facility in (B)(6).

Event description:
It was reported catheter already inserted in a patient, has a microhole when it returns for maintenance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was inconclusive with the provided information. A photograph was provided for evaluation which depicted two per-q-cath catheters, each inside a clear plastic bag. Needleless injection caps were attached to the luer hubs of those catheters but no other relevant detail could be determined from evaluation of the image. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.11

Event description:
It was reported catheter already inserted in a patient, has a microhole when it returns for maintenance. No other information was provided. Add info received: ¿ was there any harm to the patient/health worker? (Detail) answer: no. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. ¿ was the catheter fracture internal to the patient or external? Ans: external rupture in the hub/catheter body connection ¿ any patient symptoms related to fluid leakage? Ans: ruptured catheter was returned and reported to the quality department, patient was subjected to a new catheter ¿ what type of catheter fixation was used? Ans: tegaderm and IV-fix. ¿ was there any harm to the patient/health worker? (Detail) answer: no. ¿ what medication was being administered? Not informed